Event description:
It was reported the image of the laparoscope, gynecologic flickered during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, the protector of the video cable section was cut, the video cable was broken, and stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: the video cable was broken and therefore stripes in image occurred (accompanied by a flickering image). In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.